Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that half of the touchscreen display was dark and faded. Reportedly, the display slowly became normal again. Customer's blood glucose level was not impacted.